Manufacturer narrative:
H.6 investigation summary bd did not receive samples or photos for investigation. Therefore, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® fx 5mg 4mg plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: underfilled tubes. Lab is not analyzing the samples due to insufficient volume.